Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex machine was observed to have a damaged wheel during unboxing. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified vantive technician. The machine had a damaged wheel during unboxing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty wheel, and two wheels were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.